Manufacturer narrative:
No further follow-up is planned. Evaluation summary: a female patient reported that her humapen ergo ii "got stuck" on an unknown date. In (B)(6) 2020, she experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reported that she had used the device for ten years. The core instructions for use state the humapen ergo ii has been designed to be used for up to 3 years after first use. The core instructions for use also states if any of the parts of your humapen ergo ii appear broken or damaged, do not use, and to always carry a spare insulin pen in case your pen is lost or damaged. There is evidence of improper use. The patient used the device beyond the recommended use period. It is unknown if the misuse is relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6)-year-old (at the time of initial report) (B)(6) female patient. Medical history was not provided. Her aunt had diabetes mellitus. Concomitant medications included unspecified insulin and metformin, both for the treatment of diabetes mellitus type 2. The patient received human insulin (rdna origin) injection (humulin, specific type not provided, 100u/ml) from cartridge via a reusable device humapen ergo ii (plastic blue), twice daily (morning 20 iu, night 18 iu), subcutaneously for the treatment of diabetes mellitus type 2, beginning in 2012. On an unknown date, she discontinued human insulin treatment due to an unspecified reason. In 2015, she started receiving insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injection (humalog 50, 100u/ml) from cartridge via a reusable device humapen ergo ii (blue), twice daily (morning 20 iu, night 18 iu), subcutaneously for the treatment of diabetes mellitus type 2. In 2018, while on human insulin and insulin lispro protamine suspension 50%/insulin lispro 50% treatments, she was hospitalized due to blood glucose high (value, units ad reference range were not provided) and diabetes complications. On an unknown date, she discontinued human insulin treatment due to an unspecified reason and in 2018 she discontinued insulin lispro protamine suspension 50%/insulin lispro 50% treatment due to an unspecified reason. After hospitalization, she started receiving insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injection (humalog 50, 100u/ml) from cartridge via a reusable device humapen ergo ii (blue), twice daily (morning 22 iu, night 20 iu), subcutaneously for the treatment of diabetes mellitus type 2. In (B)(6) 2020, while on insulin lispro protamine suspension 75%/insulin lispro 25% treatment, she was hospitalized for blood glucose high and diabetes complications. On an unknown date, the humapen ergo ii got a bit stuck and since the pen had been used for almost 10 years the soft touch of the pen was peeling off (product complaint number: 5113257, lot number: unknown). She wanted to replace a new pen. Information regarding hospitalization, corrective treatment and outcome of the events was not provided. It was unknown if she would resume treatment with human insulin and insulin lispro protamine suspension 50%/insulin lispro 50%. Status of insulin lispro protamine suspension 75%/insulin lispro 25% treatment was continued. The patient was the operator of the humapen ergo ii and her training status was not provided. The humapen ergo ii model duration of use was not provided. The suspect humapen ergo ii duration of use was approximately almost 10 years (conflicting information pen was bought in 2012). The suspect humapen ergo ii associated with product complaint 5113257 was not returned to the manufacturer. The reporting consumer did not provide the relatedness opinion between the events and human insulin, insulin lispro protamine suspension 50%/insulin lispro 50% and insulin lispro protamine suspension 75%/insulin lispro 25% treatments. The reporting consumer did not provide the relatedness opinion between the events and humapen ergo ii. Update 10-apr-2020: information received on 07-apr-2020 and 08-apr-2020 was processed at same time. Update 24apr2020: additional information received on 24apr2020 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information for the suspect humapen ergo ii device associated with product complaint 5113257, which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly. Upon review, suspect device age updated from 6 years to 10 years. Update 27apr2020: additional information received on 27apr2020 from the global product complaint database. No new information was added.